Event description:
On 20th march 2025, rayner received notification from a healthcare facility in australia of an event that occurred following implantation of a sulcoflex aspheric 653l. The event description provided states that approximately 5.5 years post-operatively, opacification of the iol has been observed leading to a decline in patient visual acuity.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that approximately 5.5. Years post-operatively, opacification of the iol has been observed. The patient underwent implantation of the sulcoflex aspheric 653l iol on 8th august 2019. Opacification of the iol was observed on (B)(6) 2025; however, the patient is reported to have been symptomatic since (B)(6) 2024. The patient has reported a decline in their visual acuity due to the onset of opacification. Explantation of the sulcoflex aspheric 653l iol is currently being considered. At this time, the iol remains implanted. The healthcare facility has been asked to retain the lens so it can be returned to rayner for analysis if the patient consents to iol explantation. "Reduced vision", "iol calcification" and "iol replacement or extraction" are listed in the "adverse events" section of the rayone IFU. Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices, repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The root cause of the reported "opacification" cannot be confirmed.